Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen that affect ability to read the screen and had to push buttons down hard and hold for them to respond. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had rejected new battery and battery port cap was damaged and unusual loud grinding noise during rewind, no insulin delivery alarm without explanation. The customer also reported that insulin pump gave error codes when she tries changing battery. The insulin pump will not be returned for analysis.